Event description:
It was reported that this electrode delivered an inappropriate shock due to t wave oversensing. It was noted that x-ray imaging revealed a very high electrode placement. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to alternate vector as secondary was not sufficient. However, alternate vector had a large number of myopotentials. Subsequently, the health care professional (hcp) elected to keep the device programmed to primary vector. The patient will be closely monitored, and the hcp will discuss further options with the physician. No adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to t wave oversensing. It was noted that x-ray imaging revealed a very high electrode placement. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to alternate vector as secondary was not sufficient. However, alternate vector had a large number of myopotentials. Subsequently, the health care professional (hcp) elected to keep the device programmed to primary vector. The patient will be closely monitored, and the hcp will discuss further options with the physician. No adverse patient effects were reported. This s-ICD system remains in service.